Event description:
On 02/08/2019, allergan became aware that a patient who received coolsculpting treatment to his abdomen on (B)(6) 2018 using a cooladvantage plus applicator was diagnosed with supraumbilical hernia requiring surgery on (B)(6) 2019. Patient denies having pre-existing hernia and the practice stated it was difficult to assess for hernia prior to cs treatment because the patient was obese.

Manufacturer narrative:
Allergan retrieved system logs from the device and a log analysis was completed by allergan software engineer on 03/25/2019. Although the retrieved use log showed the coolsculpting treatment was completed successfully on march of 2018, the measurement log showing vacuum pressure was no longer available in the system. No further investigation can be performed.

Manufacturer narrative:
The reported hernia requiring surgery was assessed as a serious injury related to the use of the coolsculpting device. Coolsculpting treatments, as stated in the cs user manual, may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair. System logs have been retrieved and submitted for review. A supplemental MDR will be submitted once review is complete.

Event description:
On (B)(6) 2019, allergan became aware that a patient who received coolsculpting treatment to his abdomen on (B)(6) 2018 using a cooladvantage plus applicator was diagnosed with supraumbilical hernia requiring surgery on (B)(6) 2019. Patient denies having pre-existing hernia and the practice stated it was difficult to assess for hernia prior to cs treatment because the patient was obese.